Event description:
As vein harvesting was being performed, the long dissector plastic piece snapped off of the handle. No pieces appear to be missing. Leg and field were examined, with no foreign bodies noted.